Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, the most likely cause of the reported event can be attributed to the device coming in contact with a hard or metallic object during use. The instruction manual warns users ¿do not activate the device while adjacent to or in contact with other metallic objects. Unintended tissue injury and/or damage to the contacted object or device may occur.¿

Event description:
Olympus received a voluntary medwatch that reports during a laparoscopic bilateral tubal coagulation with iud removal procedure, the device insulation frayed off and fell into the patient¿s abdominal cavity. It was reported that the surgeon was inserting the device into the operative scope when the incident occurred. A laparoscopic forceps and suction/irrigation were used to retrieve the device fragments; however, it is unknown if all the fragments were retrieved. There was no bleeding reported. The procedure was prolonged for an unspecified duration due to the device fragment retrieval. The intended procedure was completed with a similar device. There was no patient injury reported.